Event description:
Additional information was received. It was reported that they discovered that the scans and registration technique did not follow the stealth/synergy imaging protocol, the medtronic representative's guidance with the account staff on optimal imaging and registration techniques resolved the complaint.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, software version: 2.3.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0908: incorrect, inadequate or imprecise result or readings is applicable to only the right-side of the face collected points and the system notified that the points were "under the skin." Code a23: use of device problem is applicable to there was a registration issue. Code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Code f1906: modified surgical procedure is applicable to the procedure continued without navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a registration issue. While registering, only the right-side of the face collected points and the system notified that the points were "under the skin." The health care professional (hcp) confirmed the following: the surgeon's trace started on the forehead, the ears were not appearing on the scan, and this was with a side emitter. Technical services (ts) had the site perform the following troubleshooting: re-register, ensure light touch on the patient's skin, confirm that the forehead and nose were not cut-off from the scan, ensure that the trace pattern matched what was directed on the system (starting on the tip of the nose) which resulted in improved registration, and confirm no nearby metal interference. The surgeon decided to discontinue troubleshooting and continued the procedure without navigation. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome.